Event description:
It was reported the pt is experiencing pain at his ipg pocket site making it difficult to get in and out of the car. There have been no reported falls or trauma to the ipg site. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.